Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Needle inserted into patient. Broke apart upon firing to retrieve sample.

Manufacturer narrative:
The sample is indicated as available for return and has not been returned to the manufacturer yet. Customer confirmed that the event occurred prior use in patient and during pre-test making this event not MDR reportable anymore. If more information is available after sample investigation a follow-up report will be submitted.

Event description:
The needle broke apart when test-fired before using in patient. The procedure was completed with a new argon needle.